Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The cable was determined to be faulty, causing no image. In addition, there was a faded rear cover label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was a bad connection, causing an image issue on the 4k autoclavable camera head, which was observed during reprocessing. The intended procedure occurring after the subject device was reprocessed was completed with a similar device. There was no delay in the procedure. During inspection of the returned device, there was a bad cable, which had caused no image. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22 february 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.